Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, a severely scratched display window, a cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported a button error alarm from the insulin pump during basal. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.